Event description:
It was reported that inappropriate shocks were delivered due to t-wave oversensing. Per patient request, detections were turned off. A few days later, the patient returned due to a lead integrity alert (lia). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.